Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). On (B)(6) 2024, maintenance and measuring cell exchange were performed and pinch valve tubings were exchanged. The field service engineer performed sipper adjustment, sample probe cleaning, and flow path cleaning procedures. He noticed that the instrument stands next to a window and the customer opens the window. No other contamination/dust situation was observed. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer when compared to a different cobas e411 immunoassay analyzer. Sample 1 (patient 1): initial result: 52.40 miu/ml. 1st repeat result: 1.55 miu/ml. 2nd repeat result: 1.71 miu/ml. Sample 1 was a serum/plasma sample. Sample 2 (patient 2): initial result: 2.46 miu/ml. 1st repeat result: 0.119 miu/ml. Sample 3 (patient 3): initial result: 2.09 miu/ml. 1st repeat result: 0.296 miu/ml. Sample 4 (patient 4): initial result: 11.26 miu/ml. 1st repeat result: 0.665 miu/ml. Sample 5 (patient 5): initial result: 17.83 miu/ml. 1st repeat result: 0.246 miu/ml. Sample 6 (patient 6): initial result: 6.39 miu/ml. 1st repeat result: 0.100 miu/ml (accompanied by a data flag). The physician questioned the initial results as they did not match the patients' clinical status. The samples were then repeated on a different cobas e411 immunoassay analyzer.

Manufacturer narrative:
Calibration signals were within expectations. A general reagent problem can be excluded because the qc prior to the event was within ranges. The alarm trace showed no abnormalities. No sample contamination was observed. The maintenance was last performed on 23-may-2024. The investigation did not identify a product problem. The cause of the event was due to environmental reasons (dust/dirt from an open window close to the instrument).